Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error alarm occurred with no delivery alarm. The customer's blood glucose level was 350 mg/dl at the time of incident. The customer stated that the alarm occurred first time and the drive support cap appears to be normal. Customer was bale to rewind the insulin pump. The insulin pump will not be returned for analysis.